Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the up arrow button was not responsive during an infusion set change. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.